Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one essure device not placed correctly and had migrated into the endometrial cavity") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required), headache ("headaches"), abdominal pain ("cramping"), genital haemorrhage (serious criterion medically significant) and weight decreased ("weight loss"). The patient was treated with surgery (in (B)(6) 2013 a hydrothermal ablation was performed to remove the displaced essure coil.). At the time of the report, the device dislocation, abdominal pain and weight decreased outcome was unknown and the headache and genital haemorrhage had not resolved. The reporter considered device dislocation, headache, abdominal pain, genital haemorrhage and weight decreased to be related to essure. The reporter commented: the consumer continued to explore her options to have her essure device removed as a definitive solution to her pain and complications. Diagnostic results: (B)(6) 2009 hysterosalpingogram: confirmed that essure devices were properly placed and her fallopian tubes were properly occluded. On (B)(6) 2009 ultrasound: revealed that one of the essure devices was not placed correctly and had migrated to the endometrial cavity . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced heavy bleeding (genital haemorrhage), amongst non serious events. Plaintiff was informed that one essure device not placed correctly and had migrated into the endometrial cavity (device dislocation). Four years later, a thermal ablation was performed to remove the displaced coil. Both the events are anticipated in the reference safety information for essure. During the essure therapy, a device dislocation may occur. Considering the information provided and the nature of reported event, a causal relationship with essure cannot be excluded. Also abnormal genital bleeding and menses pattern changes may occur. Given the temporal relationship and the lack of alternative explanation, genital haemorrhage was considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("there is grade I placement of the right micro insert with the micro insert totally within the uterus"), device dislocation ("one essure device not placed correctly and had migrated into the endometrial cavity") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure (batch no. 628426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube(s)" on 6-jul-2009. The patient's past medical history included gravida ii and parity 2. Previously administered products included for an unreported indication: mirena and medroxyprogesterone acetate. Concurrent conditions included mole of skin, irregular menstrual cycle, hot flashes, painful periods, night sweats, libido decreased, cramp in lower abdomen, heat intolerance, vaginal bleeding and body mass index normal. Concomitant products included medroxyprogesterone (depo provera) and medroxyprogesterone acetate. On (B)(6) 2009, the patient had essure inserted. In september 2012, the patient experienced fatigue ("fatigue"), nausea ("nausea"), hot flush ("hot flashes"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("painful periods"), menstruation irregular ("irregular oeriods"), abdominal distension ("bloating"), libido decreased ("decreased libido") and temperature intolerance ("heat intolerance"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), abdominal pain ("cramping"), weight decreased ("weight loss"), female sexual dysfunction ("apareunia"), migraine ("migraines"), tooth disorder ("dental problems"), stress ("stress"), anxiety ("anxiety") and weight increased ("weight gain"). The patient was treated with surgery (diagnostic hysteroscopy dilatation and curettage. Hydrothermal endometrial ablation) and surgery (dilatation and curettage, hydrothermal ablation to remove the displaced essure coil). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, device dislocation, weight decreased, migraine, tooth disorder, stress, anxiety, hot flush, night sweats, vaginal haemorrhage, menorrhagia, dysmenorrhoea, menstruation irregular, abdominal distension, libido decreased and temperature intolerance outcome was unknown, the genital haemorrhage had not resolved and the headache, abdominal pain, female sexual dysfunction, fatigue, nausea and weight increased had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, device dislocation, device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, night sweats, stress, temperature intolerance, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: the consumer continued to explore her options to have her essure device removed as a definitive solution to her pain and complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. 06-jul-2009 hysterosalpingogram: confirmed that essure devices were properly placed and her fallopian tubes were properly occluded ??-oct-2009 ultrasound: revealed that one of the essure devices was not placed correctly and had migrated to the endometrial cavity 09-april-2015: vasectomy: essure. 2009 failed hydrothermal ablation removal of displaced essure coil 10/2013. 06-jul-2009:essure confirmation test: there is grade I placement of the right micro insert, with the micro insert totally within the uterus. There is grade iii occlusion, with free sp ilage of contrast through the fallopian tube to the pelvis on the right. 2. There is grade ii, satisfactory placement of the left micro insert. There is grade I-h occlusion of the left fallopian tube, with no contrast seer heyond the coil through the fallopian tube to the pelvis ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-oct-2018: quality safety evaluation of ptc - product technical complain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("there is grade I placement of the right micro insert with the micro insert totally within the uterus"), device dislocation ("one essure device not placed correctly and had migrated into the endometrial cavity") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure (batch no. 628426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube(s)" on (B)(6) 2009. The patient's past medical history included gravida ii and parity 2. Previously administered products included for an unreported indication: mirena and medroxyprogesterone acetate. Concurrent conditions included mole of skin, irregular menstrual cycle, hot flashes, painful periods, night sweats, libido decreased, cramp in lower abdomen, heat intolerance, vaginal bleeding and body mass index normal. Concomitant products included medroxyprogesterone (depo provera) and medroxyprogesterone acetate. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"), nausea ("nausea"), hot flush ("hot flashes"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("painful periods"), menstruation irregular ("irregular periods"), abdominal distension ("bloating"), libido decreased ("decreased libido") and temperature intolerance ("heat intolerance"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), abdominal pain ("cramping"), weight decreased ("weight loss"), female sexual dysfunction ("apareunia"), migraine ("migraines"), tooth disorder ("dental problems"), stress ("stress"), anxiety ("anxiety") and weight increased ("weight gain"). The patient was treated with surgery (diagnostic hysteroscopy dilatation and curettage. Hydrothermal endometrial ablation) and surgery (dilatation and curettage, hydrothermal ablation to remove the displaced essure coil). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, device dislocation, weight decreased, migraine, tooth disorder, stress, anxiety, hot flush, night sweats, vaginal haemorrhage, menorrhagia, dysmenorrhoea, menstruation irregular, abdominal distension, libido decreased and temperature intolerance outcome was unknown, the genital haemorrhage had not resolved and the headache, abdominal pain, female sexual dysfunction, fatigue, nausea and weight increased had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, device dislocation, device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, night sweats, stress, temperature intolerance, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: the consumer continued to explore her options to have her essure device removed as a definitive solution to her pain and complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. (B)(6) 2009 hysterosalpingogram: confirmed that essure devices were properly placed and her fallopian tubes were properly occluded. (B)(6) 2009 ultrasound: revealed that one of the essure devices was not placed correctly and had migrated to the endometrial cavity. (B)(6) 2015: vasectomy: essure. 2009 failed hydrothermal ablation removal of displaced essure coil (B)(6) 2013. (B)(6) 2009:essure confirmation test: there is grade I placement of the right micro insert, with the micro insert totally within the uterus. There is grade iii occlusion, with free spilage of contrast through the fallopian tube to the pelvis on the right. 2. There is grade ii, satisfactory placement of the left micro insert. There is grade I-h occlusion of the left fallopian tube, with no contrast seer beyond the coil through the fallopian tube to the pelvis ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation most recent follow-up information incorporated above includes: on 29-may-2018: plaintiff fact sheet was received and the following information was provided: hot flashes, night sweats, abnormal bleeding vaginal, menorrhagia, painful periods, irregular periods, heat intolerance, bloating, decreased libido and failure to occlude fallopian tube(s) were added as event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("there is grade I placement of the right micro insert with the micro insert totally within the uterus"), device dislocation ("one essure device not placed correctly and had migrated into the endometrial cavity") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure (batch no. 628426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube(s)" on (B)(6) 2009. The patient's past medical history included gravida ii and parity 2. Previously administered products included for an unreported indication: mirena and medroxyprogesterone acetate. Concurrent conditions included mole of skin, irregular menstrual cycle, hot flashes, painful periods, night sweats, libido decreased, cramp in lower abdomen, heat intolerance, vaginal bleeding and body mass index normal. Concomitant products included medroxyprogesterone (depo provera) and medroxyprogesterone acetate. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"), nausea ("nausea"), hot flush ("hot flashes"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("painful periods"), menstruation irregular ("irregular oeriods"), abdominal distension ("bloating"), libido decreased ("decreased libido") and temperature intolerance ("heat intolerance"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), abdominal pain ("cramping"), weight decreased ("weight loss"), female sexual dysfunction ("apareunia"), migraine ("migraines"), tooth disorder ("dental problems"), stress ("stress"), anxiety ("anxiety") and weight increased ("weight gain"). The patient was treated with surgery (diagnostic hysteroscopy dilatation and curettage. Hydrothermal endometrial ablation) and surgery (dilatation and curettage, hydrothermal ablation to remove the displaced essure coil). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, device dislocation, weight decreased, migraine, tooth disorder, stress, anxiety, hot flush, night sweats, vaginal haemorrhage, menorrhagia, dysmenorrhoea, menstruation irregular, abdominal distension, libido decreased and temperature intolerance outcome was unknown, the genital haemorrhage had not resolved and the headache, abdominal pain, female sexual dysfunction, fatigue, nausea and weight increased had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, device dislocation, device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, night sweats, stress, temperature intolerance, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: the consumer continued to explore her options to have her essure device removed as a definitive solution to her pain and complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. On (B)(6) 2009 hysterosalpingogram: confirmed that essure devices were properly placed and her fallopian tubes were properly occluded (B)(6) 2009 ultrasound: revealed that one of the essure devices was not placed correctly and had migrated to the endometrial cavity. On (B)(6) 2015: vasectomy: essure. 2009 failed hydrothermal ablation removal of displaced essure coil 10/2013. On (B)(6) 2009:essure confirmation test: there is grade I placement of the right micro insert, with the micro insert totally within the uterus. There is grade iii occlusion, with free sp ilage of contrast through the fallopian tube to the pelvis on the right. There is grade ii, satisfactory placement of the left micro insert. There is grade I-h occlusion of the left fallopian tube, with no contrast seer heyond the coil through the fallopian tube to the pelvis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("there is grade I placement of the right micro insert with the micro insert totally within the uterus"), device dislocation ("one essure device not placed correctly and had migrated into the endometrial cavity") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. 628426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Previously administered products included for an unreported indication: medroxyprogesterone acetate. Concurrent conditions included mole of skin, irregular menstrual cycle, hot flashes, painful periods, night sweats, libido decreased, cramp in lower abdomen and bloating. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), abdominal pain ("cramping") and weight decreased ("weight loss"). The patient was treated with surgery (diagnostic hysteroscopy dilatation and curettage. Hydrothermal endometrial ablation) and surgery (in (B)(6) 2013 a hydrothermal ablation was performed to remove the displaced essure coil.). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, device dislocation, abdominal pain and weight decreased outcome was unknown and the genital haemorrhage and headache had not resolved. The reporter considered abdominal pain, device dislocation, device expulsion, genital haemorrhage, headache and weight decreased to be related to essure. The reporter commented: the consumer continued to explore her options to have her essure device removed as a definitive solution to her pain and complications. Diagnostic results: (B)(6) 2009 hysterosalpingogram: confirmed that essure devices were properly placed and her fallopian tubes were properly occluded (B)(6) 2009 ultrasound: revealed that one of the essure devices was not placed correctly and had migrated to the endometrial cavity (B)(6)2015: vasectomy: essure. 2009 failed hydrothermal ablation removal of displaced essure coil (B)(6) 2013 (B)(6) 2009:essure confirmation test: there is grade I placement of the right micro insert, with the micro insert totally within the uterus. There is grade iii occlusion, with free sp ilage of contrast through the fallopian tube to the pelvis on the right. 2. There is grade ii, satisfactory placement of the left micro insert. There is grade I-h occlusion of the left fallopian tube, with no contrast seer heyond the coil through the fallopian tube to the pelvis ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Event device expulsion added. Lot number added. Lab data updated. Concomitant & historical condition & drugs are added.product , patient & reporter information updated. "Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only." Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("there is grade I placement of the right micro insert with the micro insert totally within the uterus"), device dislocation ("one essure device not placed correctly and had migrated into the endometrial cavity") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure (batch no. 628426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Previously administered products included for an unreported indication: mirena and medroxyprogesterone acetate. Concurrent conditions included mole of skin, irregular menstrual cycle, hot flashes, painful periods, night sweats, libido decreased, cramp in lower abdomen, heat intolerance, vaginal bleeding and body mass index normal. Concomitant products included medroxyprogesterone (depo provera) and medroxyprogesterone acetate. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), abdominal pain ("cramping"), weight decreased ("weight loss"), female sexual dysfunction ("apareunia"), migraine ("migraines"), tooth disorder ("dental problems"), fatigue ("fatigue"), stress ("stress"), anxiety ("anxiety"), nausea ("nausea") and weight increased ("weight gain"). The patient was treated with surgery (diagnostic hysteroscopy dilatation and curettage. Hydrothermal endometrial ablation) and surgery (in (B)(6) 2013 a hydrothermal ablation was performed to remove the displaced essure coil.). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, device dislocation, weight decreased, migraine, tooth disorder, stress and anxiety outcome was unknown, the genital haemorrhage had not resolved and the headache, abdominal pain, female sexual dysfunction, fatigue, nausea and weight increased had resolved. The reporter considered abdominal pain, anxiety, device dislocation, device expulsion, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, stress, tooth disorder, weight decreased and weight increased to be related to essure. The reporter commented: the consumer continued to explore her options to have her essure device removed as a definitive solution to her pain and complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. On (B)(6) 2009 hysterosalpingogram: confirmed that essure devices were properly placed and her fallopian tubes were properly occluded. (B)(6) 2009 ultrasound: revealed that one of the essure devices was not placed correctly and had migrated to the endometrial cavity. On (B)(6) 2015: vasectomy: essure. 2009 failed hydrothermal ablation removal of displaced essure coil 10/2013. On (B)(6) 2009:essure confirmation test: there is grade I placement of the right micro insert, with the micro insert totally within the uterus. There is grade iii occlusion, with free sp ilage of contrast through the fallopian tube to the pelvis on the right. 2. There is grade ii, satisfactory placement of the left micro insert. There is grade I-h occlusion of the left fallopian tube, with no contrast seer beyond the coil through the fallopian tube to the pelvis. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: fu from pfs: new events: female sexual dysfunction, migraine, tooth disorder, fatigue, stress, anxiety, nausea, weight increased. Reporter, patient demographic information, other relevant history updated. Previously reported event "abdominal pain" outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.